Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, system seems to be loosening derived from rheumatism. Implant revision with tmo for tibial loosening. Since the insert did not come off during removal, it was removed integrally with the base plate. (B)(4).